Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detached. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy with laser lithotripsy procedure. During the procedure, a zero tip basket was used and break inside the patient. Reportedly, approximately 10cm basket fragment was left in the urinary tract but was then removed via ureteroscopy. No patient complications reported as a result of this event.

Manufacturer narrative:
Block a4: it was reported that the patient's weight is 76.4 kg. Block h2: additional information: block a1, a2 a3a, a3b, block b5, block b3 and block e1 (initial reporter phone number). Block h6: device code a0501 captures the reportable event of basket detached. Impact code f1901 captures the reportable event of additional surgery.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy with laser lithotripsy procedure. On (B)(6) 2024, during the procedure, a zero tip basket was used; however, they were unaware that the basket was detached and dislodged inside the patient. Reportedly, postoperative follow-up continued leading to a CT (computed tomography) scan on (B)(6) 2025 and approximately 10cm basket fragment was found in the urinary tract but was then removed using a non-bsc device via ureteroscopy and the procedure was completed at this time with no patient complications